Event description:
Medtronic received information indicating that the metal piece from a pericardial sump was discovered in the patient. The patient was reported to have had a minimally invasive right thoracotomy with closure of atrial septal defect, at which time the metal ball from the pericardial sump disconnected from the device. Four months later, the patient arrived at the hospital with complaints of chest and back pain and shortness of breath. Chest x-ray was performed and a metallic foreign object was discovered in the chest cavity. The metallic foreign object currently remains in the patient.

Manufacturer narrative:
Product analysis: no portion of the affected device has been returned to medtronic. Conclusion: without a returned device, it is not possible to confirm if the metallic object in the chest of the patient originates from the pericardial sump. It is unknown how the device was used during the procedure based upon the information received to date; note that the instructions for use contains a contraindication against using the model 12010 pericardial sump for intracardiac purposes. Medtronic has not received any traceability information for the affected device, thus a device history record review could not be completed. Should the product be returned, a follow up report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.